Event description:
It was reported that intermittently the 9600+ system will not boot up all the way. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive, disk controller and battery. The system was tested and found to be working as intended and placed back into service.